Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Case with patient identifier (B)(6) is related to case with patient identifier (B)(6).

Event description:
Caller alleges there is leakage of insulin from the headset. No adverse event reported. Requested return of the alleged device for evaluation.